Manufacturer narrative:
We have received the complaint device for evaluation and were not able to confirm the failure. All balloons were functional and performed (inflated/deflated) as intended. We could also confirm flow of the solution through the parts of the inflation lumen (the lumen was cut into pieces by the physician). No problem found. Our lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All manufacturing and qc steps were completed in accordance to manufacturing instructions and we have not received any other complaints for devices from the same lot. Therefore, the root cause(s) of the incident is inconclusive. We also consider this incident as an isolated event. Please not no patient injuries happened due to this incident.

Event description:
Surgeon performed a carotid endarterectomy procedure. The shunt was tested with saline then inserted in the patient. The internal carotid balloon would inflate, but would not deflate. The physician cut the lumen to deflate the balloon and continued the procedure. The ic balloon was inflated and deflated using a 27g needle attached to the syringe (the needle was placed in the remaining part of the ic arm). The endarterectomy was completed. No patient injury happened due to his incident.